Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low and high blood glucose levels. The customer's blood glucose level was 309mg/dl. The customer states their levels had dropped as low as 25mg/dl. The customer treated high with pump. Troubleshoot was conducted. The customer was advised to monitor their device and contact their healthcare provider regarding unexplained lows. The customer was advised to call back if issues persist.